Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported, "failed the battery capacioty test, we recharged and it failed the 2nd time". There was no reported adverse pt impact.